Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she wasted 3 reservoirs when she went to training. Customer was trying to fill the reservoir and spilled everywhere, so she threw them away. Customer's blood glucose was 435 mg/dl.